Manufacturer narrative:
Parent pr#(B)(4) has been identified as a duplicate of pr#(B)(4) and has been processed accordingly. Please refer to pr#(B)(4) with assigned MFR report number : 3030677-2024-004403 for the full investigation of this issue.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that the defibrillator does not turn on. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.